Manufacturer narrative:
(B)(4). The covidien service engineer installed a new oxygen sensor and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during inspection an, 840 ventilator oxygen sensor that was replaced during preventative maintenance had an out of box failure due to the connector clip on the wire harness being cracked. There was no patient involvement.